Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: wr9230 (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had their inceptiv ins removed and replaced with vanta model. Patient did not answer event date questions posed by agent, but just said the ins worked for them; however, communication didn't properly work and the battery they had to use to charge the ins had been burning their skin or would slip down their waist because they had no hips. The ins was removed on (B)(6). Patient seemed uncertain if their equipment had been sent back to medtronic regarding the prior ins.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that it was so hot that it kind of burned their skin. Additional information was received, it was reported the representative (rep) met with the patient, the patient had the device implanted three months prior to meeting them. The rep stated that the device was removed due to the placement of the battery site as it was hard to reach for the patient. The rep said that the cause of the battery placement was unknown and they had no additional information regarding the initial placement of the battery. The patient's doctor then ultimately made the decision to explant the device and replace it with a vanta battery. When asked for device disposition, the rep stated that this hcp typically discards them and they were not in possession of the device. When asked about the wireless recharger burning the patient, the rep stated that they neither their colleagues had received any information regarding the device burning the patient. Information provided was confirmed with a physician/account.